Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 ((B)(4)) and pump error 3 alarms due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and rewind process. Customer stated that insulin pump was not fell or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.